Event description:
It was reported that the patient experienced nocturnal low glucose, self-treated, then recognized overtreatment contributing to a subsequent low and sought guidance on meal announcement for breakfast; the agent advised gentle correction, waiting approximately 20 minutes until glucose was above 70 mg/dl, then proceeding with meal announcement and eating. Symptoms included hypoglycemia. Outcomes included recovery without escalation of care or hospitalization. Investigation included case review and patient troubleshooting and education focused on hypoglycemia management and appropriate carbohydrate treatment. Investigation of this case revealed user-related overtreatment of hypoglycemia, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment.